Manufacturer narrative:
Pump passed self-test, however, constant pump error 37 noted during rewind due to corroded motor home switch. Unit successfully downloaded to thump. Verified pump alarmed pump error 37 on (B)(6) 2024 16:22:21.000 in pump downloaded history. Verified pump alarmed pump error 43 on (B)(6) 2024 15:25:22.000 in pump downloaded history due to corroded motor home switch. No pump error 23 noted during testing. However, confirmed the pump alarmed pump error 23 on (B)(6) 2024 15:58:04.000 in the history files. These alerts are expected and occur during normal pump operation. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 alarms. No moisture damage noted to pcb1 board or pcb 2 board during visual inspection. The following were noted during visual inspection: corroded motor home switch, scratched case, and pillowing keypad overlay. The p-cap/reservoir does lock properly. No pump error 23 noted during testing. Confirmed pump alarmed pump error 37 in pump downloaded history due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 received post-reset ram crc alarm and pump error 37 indicating drive count/time values or changes incorrect for moving or coasting and too slow or too fast. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was not able to clear the error and the time clock advance. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.